Event description:
It was reported to ge that the standard uptake values were reported incorrectly. These values are used to evaluate effectiveness of oncology treatment. No injuries have been reported due to this issue. Co has been unable to reproduce the issue.